Event description:
Dexcom g6 sensor inaccuracy: 7:27am g6 reading 135, finger stick reading is 107. That is a mard (mean absolute relative difference) of 26.2%, which is outside the allowed 20% range.

Event description:
Dexcom g6 sensor inaccuracy: 7:30am g6 reading 180, finger stick reading is 104. That is a mard of 73.1%, which is outside the allowed 20% range. Activated on (B)(6) 2024; inserted (B)(6) 2024. Additional information received from the reporter on 10/12/2024 for a report number mw5161155.

Event description:
Additional information received from reporter on 10/21/24 for report mw5161155. Dexcom g6 sensor inaccuracy: 9:35pm g6 reading 93, finger stick reading is 164. That is a mard(mean absolute relative defference) of 43.3%, which is outside the allowed 20% range.